Event description:
It was reported that the cassette was not attached to the device properly and the device alarmed. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the device was missing a tamper seal. There was evidence of the error recorded in the event history log. The reported problem was not duplicated during testing. No issue was found as the device was able to calibration and past occlusion testing. The log however, showed multiple high alarm and based on this it was recommended that the downstream occlusion sensor be replaced as preventative measure. The root cause of the reported problem was unknown as no issue was found. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: h4: mfg. Date. 23-mar-2017. Corrections: d4: catalog number: 21-2120-0103-51; d4: model number: 2120.